Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for elecsys total psa (total psa) and estradiol on a cobas e 411 analyzer (disk system). Discrepant results were provided for 1 patient sample tested for total psa. The initial result was < 0.01 ng/ml. This result was reported outside of the laboratory and questioned by the patient. The sample was repeated with a result of 10.6 ng/ml. This result was believed to be correct.

Manufacturer narrative:
The total psa reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the sipper and sample probes, checked the liquid level detection (lld) on sampling, ran lld voltage checks, and completed instrument performance testing. The service actions resolved the issue.